Event description:
It was reported there was no menu display. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) found out of electrical specification. Analysis also found the upper case and battery drawer are broken. Lower case is contaminated/broken and the battery contacts compressed. (B)(4).